Event description:
It was reported that intermittent cartridge alarm 1 occurred. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies and resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.